Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material was removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain immediately after implantation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("abnormally heavy bleeding"), menstrual disorder ("menstrual cycle changed"), headache ("head pain"), premature menopause ("early menopause"), arthralgia ("hip pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems after implantation") and scar ("scars were left behind") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, procedural pain, hypersensitivity, genital haemorrhage, menstrual disorder, headache, hormone level abnormal, premature menopause, arthralgia, fatigue, amnesia, disturbance in attention and scar outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause, procedural pain and scar to be related to essure. The reporter commented: permanent physical injury. They were unable (or are unable) to work (temporarily or permanently). Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022, the following adverse events were added: pain immediately after implantation, severe chronic pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss and concentration problems after implantation, menstrual cycle changed, abnormally heavy bleeding, hormonal problems, allergic reactions, early menopause and scars. A new lawyer added. The adverse event: medical device removal was added, as a non-drug treatment. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via lawyer and describes the occurrence of abdominal pain ('severe chronic pain in the abdomen') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural pain ("pain immediately after implantation"). On an unknown date, the patient experienced abdominal pain (seriousness criteria disability and intervention required), back pain ("back pain"), hypersensitivity ("allergic reactions"), genital haemorrhage ("abnormally heavy bleeding"), menstrual disorder ("menstrual cycle changed"), headache ("head pain"), premature menopause ("early menopause"), arthralgia ("hip pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems after implantation") and scar ("scars were left behind") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, back pain, procedural pain, hypersensitivity, genital haemorrhage, menstrual disorder, headache, hormone level abnormal, premature menopause, arthralgia, fatigue, amnesia, disturbance in attention and scar outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstrual disorder, premature menopause, procedural pain and scar to be related to essure. The reporter commented: permanent physical injury, they were unable (or are unable) to work (temporarily or permanently). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material was removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: various physical symptoms developed after the essure insertion. Since then, I have had follow-up treatment and the foreign material was removed from my body. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.